Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. D4 batch # unk. B3: only event year known: 2023. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the timeline of event? Please describe the staple formation. Was the stapling done by one or two individuals? What is the experience of the user in using ethicon skin staplers? Were the skin edges approximated with forceps ahead of the stapler? Was the device fired plastic to plastic? Can details regarding additional wound management protocols be provided? What is the current patient status? Can the surgeon provide the detail nature of infection? Was a culture done? Were any organisms identified? If yes, were the organisms the same across all the 8 infections? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a orthopedic procedure a patient has gotten an infection from staple submissions.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2024. Additional information was requested, and the following was obtained: what is the timeline of event? 9/6/2023-10/31/2023. Please describe the staple formation. Skin edges everted at surgical incision. Was the stapling done by one or two individuals? 2 person closure. What is the experience of the user in using ethicon skin staplers? 23+ years. Were the skin edges approximated with forceps ahead of the stapler? Yes. Was the device fired plastic to plastic? Unable to answer. Can details regarding additional wound management protocols be provided? Yes, accucoat and picco applied for 6 days. What is the current patient status? One individual required surgical washout. Can the surgeon provide the detail nature of infection? Pustules at skin clip skin interface. Was a culture done? Yes only one culture was done. Were any organisms identified? Staph. If yes, were the organisms the same across all the 8 infections? Only 1 culture was done.